Manufacturer narrative:
H6. Correction: fdd code a13 is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal dilaudid (unknown concentration and dose) via an implanted pump for non-malignant pain. It was reported that the patient mentioned their previous pump was removed due to "it wasn't transmitting data" and had telemetry issues. The patient stated that the pump was extracted and the catheter was pulled out of the spine. The patient experienced intense headaches and was told that they were gushing spinal fluid. The patient stated they were given a compression garment and they packed the patient's head in ice.

Manufacturer narrative:
Continuation of d10: product ID: 8731sc, serial#: (B)(6), implanted: 2013 (B)(6), explanted: 2020 (B)(6), product type: catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6), ubd: 05-feb-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.